Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not recieved.

Event description:
It was reported that the patient's ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
Further information was received indicating this incident was previously reported in manufacturer reference number:1627487-2019-08236. The results/method and conclusion codes along with investigation results will be provided in the final report associated with this MDR.

Event description:
Additional information indicated the device was replaced as the patient experienced ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.